Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the on/off key was not functioning and was found to be torn. The cause was determined to be an external influence and the keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the on/off key was not functioning and was found to be torn. No additional information is available.